Event description:
In 5/93, rptr discovered bubble on upper right breast. She could not remember if she had silicone implants. Implants were done in 6/81. Records show as of 7/93, they are silicone. Mammogram in 5/93 showed possible herniation. In 8/93, confirmed right breast implant broken and silicone in chest caviity, lymph nodes, vocal chords and throat. This explains chronic fatigue, joint and muscle aches, coldness and many other symptoms she has had since beginning of 1989. Rptr is a non-smoker and non-drinker. She has been a runner for the last 16 yrs. Diagnosis: 20% immune system left lung disease and lyme disease. The results are still coming in.